Event description:
Customer reported that she was hospitalized due to high blood glucose. The blood glucose reading was 597 mg/dl at the time of hospitalization. Customer stated that her insulin pump was constantly alarming no delivery. Customer also stated that her infusion set cannula was bent, noticed when it was removed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.